Event description:
It was reported that the patient¿s pacemaker exhibited an unknown malfunction and their right ventricular (rv) lead exhibited low pacing impedance which was thought to be caused by fracture. It was noted that the right atrial (ra) and right ventricular (rv) leads were adhered to each other and the helix of both leads failed to be retracted during the replacement procedure. The pacemaker, ra, and rv leads were all explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The reported events were failure to disconnect the lead, helix mechanism issue, lead fracture and low pacing impedance. As received, a complete lead was returned in three pieces with the helix bent/stretched. The reported events of failure to disconnect and helix mechanism issue were confirmed. Dimensional analysis found the insulation adjacent to the small seal rings was out of specification. The diameter of the insulation adjacent to the small seal ring of the lead can change after implant and handling so it may not meet original product specification. The cause of failure to disconnect the lead is consistent with procedural damage. Visual and x-ray examination found the helix was stretched/ damaged consistent with procedural damage. The helix mechanism test was not performed due to damaged helix, as received. The cause of helix mechanism issue was isolated to the helix being stretched / damaged and clogged with blood/ tissue. The reported events of lead fracture and low pacing lead impedance were not confirmed. The lead impedance test could not be performed due to of the lead, as received. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths at the distal region consistent with procedural damage.